Manufacturer narrative:
Intuitive followed up and obtained additional information. There was no injury to the patient. Instrument is available for return. No video or image is available. No patient demographic information is available.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive received the maryland bipolar forceps (mbf) to perform failure analysis. The mbf instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The mbf instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, maryland bipolar forceps (mbf) instrument exhibited thermal damage on the pulley cover. The customer used a backup instrument to continue with the procedure. The procedure was completing as planned with no reported injury.